Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the high impedances wasn¿t determined. The rep reported that the patient wasn¿t using the electrode with high impedance to get good coverage. The rep reported that the high impedances were resolved since the patient didn¿t need that electrode to get good coverage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient used to charge only occasionally but since sep. They were charging weekly and for the last week they charged daily. Impedances were run and electrodes 0-7 were between 889-1105 ohms except for electrode 4 which was over 40000 ohms. Recharge data was pulled and showed the patient was able to recharge normally and that they were not charging daily, however, the recharge data indicated that a power on reset condition occurred in the past. The power on reset was resolved the day of the call. It was noted that the therapy was fine with good stimulation coverage and the patient used stimulation very intermittently. The patient was going to monitor the device and call back if they needed further assistance. The indication for use was non-malignant pain. No patient symptoms reported.